Manufacturer narrative:
(B)(4). Per the customer the sample was discarded, therefore no evaluation could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 and se 2367, which occurred on the homechoice (hc) during use during dwell 4 of 4. The patient was connected. The baxter technical service representative had the patient cycle the power to clear the alarms. The baxter technical service representative explained the alarms to the patient. There was no obvious cause of the se 2240. The patient would start over with new supplies and call the registered nurse regarding the air detected alarm while being connected. Proper procedures per the user manual were reviewed with the patient. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the patient on (B)(6) 2011 regarding the reported se 2240. The patient stated that they were able to resume therapy successfully after starting over with new supplies. The patient did not observe any visible damage or abnormalities with the supplies that were in use. The patient stated the sample was still available and the lot number for the cassette was h11b21066. The patient had informed the registered nurse about the alarm. There was no patient injury or medical intervention reported.